Event description:
It was reported the impedance on the right ventricular (rv) lead dropped. It was also reported the impedance was low. The rv lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.